Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient worked from 6am to 6pm, during which time her insulin pump ran out of insulin. The last cgm reading before the senor failure was 12.7 mmol/l. The patient reported that as the pump was not delivering insulin, she thought she would her blood glucose readings would go high, so she self-treated with an insulin injection based on the last cgm reading and on the food that she ate. After self-treating she experienced feeling ¿funky¿, and as she thought she was experiencing a hypoglycemic event and wanted to get a snack. Before being able to get the snack the patient passed out. From the information available it seems that the patient passed out in her care, but no information was reported indicating that the patient would have been in an accident because of this. An ambulance was called by an unknown person, when a fingerstick was done at the hospital, the cgm reading was low, and the blood glucose reading was 1.7 mmol/l. The patient was treated with intravenous and oral glucose. The patient was at the hospital from 5 to 9 pm. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.